Event description:
According to the reporter, during a thoracoscopic bullectomy, when on the lung, it was noted that a patient was with a narrow thoracic cavity. When the cartridge was articulated by the user, there was a cracking sound, and the black part at the proximal of the cartridge articulation joint was damaged and broke off but did not fall into the patient cavity. It was noted that the articulation joint broke because the cartridge was articulated by the user while it was not fully out of the port. A device from a different manufacturer was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6) sigpshell, sig power sigpshell control shell (lot# n5e1705y) sigphandle, sig power sigphandle handle (serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection revealed that the reload had a full complement of staples, an open jaw, intact sutures, and properly anchored reinforcement material, but the adapter was broken. Only the broken proximal end of the reload adapter was returned, stuck inside the distal end of the associated adapter. Due to this damage, no functional testing was performed. It was reported that the component disengaged, articulation joint broken and instrument made strange noise. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument was pulled back completely and the articulation lever was neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing "do not remove until loaded" and states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.